Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of an (B)(6) female pt contacted zoll customer support to report that the pt was treated on (B)(6) 2013. Dual lead noise and artifact contributed to the false detection. The pt was treated twice at 14:26:09 and 14:26:42. The rhythm at the time of the treatment and the post-shock rhythms were unknown due to noise and artifact. It was reported that the pt heard the alarms but was scared, so she did not press the response buttons. The response buttons were not pressed during the entire event. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continued use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4) - 03/2013 (reuse); electrode belt sn (B)(4) - 04/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.